Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation -n/a g6 type of report - follow-up, 01 h2 if follow-up what type? Additional information h3 device evaluated by manufacturer - no, evaluation summary attached. H6 type of investigation- 4109, 4112 h5 investigation conclusion zcd00002/defect confirmed: supplier mfg./error asia (medline branded) h10 investigation report reads as follows: 10/20/2021 08:59:37 cst (rpipes), "medline quality received attached photos of dynd70800 with the lot 14c1 for evaluation. It was reported the item burned up in the or. This concern was logged as qa 200459645. Visual inspection was conducted with the attached photos. It was found that charging base had burnt out, as there was dark soot present on the charging base. The charging base had the lot, 14c1 that was part of a recall issued in july of 2015. A retrospective review of the past year for this product indicated that this is a known issue. The division will continue to monitor this issue for trending. A replacement for one each of dynd70800 was issued to the account per no cost sales order (B)(4).

Event description:
It was reported, "item caught fire in the operating room."

Manufacturer narrative:
It was reported, "item caught fire in the operating room." Email received by (B)(6), whom provided additional information in regards to this reported incident. Reporter states incident occurred (B)(6) 2021 in the operating room (or) clipper was plugged in. There were "sparks, burning smell and smoke." Reporter states, "this happened after cases." Reporter states, there was no known fluid ingress to the electrical component of the clipper. After the reported incident, the unit was unplugged from electrical source. Reporter states, there was no impact to staff or patient. No serious injury or medical intervention reported. The sample is no longer available for return and evaluation, therefore, a root cause will be difficulty if not impossible to determine. No further information was provided. Due to the reported incident and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, "item caught fire in the operating room."